Manufacturer narrative:
Rn reported the patient self-medicated using antihistamines, antibiotics and analgesics. The symptoms had already resolved at the time of this report. A review of the device history records indicates the reported lot #1026944 met all specifications prior to release with no issues found.

Event description:
Rn reported a patient injected with radiesse in the nasolabial folds and marionette lines developed excess swelling and redness with a blotchy effect on the skin two days post-injection.